Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. It is likely that the noise issues were heard during usage prior to the blade breaking. We were unable to investigate the reported smoking issues. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an open left hemicolectomy procedure, while using the device on the maximum setting, a buzzing sound was heard from the generator. No other warnings were noted and there was a discharge of smoke and the blade broke. Procedure was completed using same like device. No adverse patient event was reported. One device will be returning.